Event description:
It was reported that while in the cardio cath lab the md punctured the pt's left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. He attached the blue one-way valve, vacuumed the balloon catheter twice inside of the tray to wrap the balloon tightly. The md grasped the catheter closely and removed it from the tray horizontally per the instructions for use. During insertion the md felt critical resistance and the intra-aortic balloon (iab) stopped advancing through the saf sheath. The md could not advance the iab through the saf sheath. As a result, the md removed the saf sheath and iab together from the pt. A new iab kit was opened and the md used a new saf sheath and iab and finished the catheterization. The second saf sheath and iab were inserted into the same insertion site (left femoral artery). There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was 10 minutes, until the second iab could be opened, prepped and inserted. There was no excessive bleeding during the procedure and the pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.